Event description:
It has been reported to philips the device made an abnormal sound.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that the alarm was transmitting from the multimedia box where the AED was stored. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. It was determined that the alarm was transmitting from the multimedia box where the AED was stored, no device problem. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.